Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected field d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the device was damaged during user handling. Then water invaded the device from the damaged location, and the water damaged image sensor unit or circuit board inside video connector, leading to the malfunction. The event can be detected and prevented by following the instructions for use which state: -bf-170 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image -bf-170 series reprocessing manual chapter 1 general policy 1.4 warnings and cautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope had the image error. It is unknown when was the issue was observed or found, however, there was no delay and the patient was not under anesthesia. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned and the evaluation found that there was no image due to a defective charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted.